Event description:
It was reported that on (B)(6) 2021, 90 degree arm for 90 degree screwdriver does not click into a 90-degree piece. The piece is the insert of the 90-degree arm. This was discovered during an inspection while cleaning it. There was no patient and procedure involvement. This report involves one (1) unk - insertion instruments: trauma. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
510k: this report is for an unk - insertion instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.